Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ dehp free infusion set, had "hair" inside the y port from the sn403 IV set. Found before use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd¿ dehp free infusion set, had "hair" inside the y port from the sn403 IV set. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: 1 sample was returned to sbdm, lot number 2707261, sbdm inspected the sample visually and found there was hair between y-connector body and rubber cap. House sample inspection: sbdm inspected 15 pcs of house sample for lot 2707261, no fm were found on the samples. DHR review: sbdm checked manufacturing records including receiving inspection report, process inspection report and finished product test report for lot 2707261, no abnormality was observed. Sbdm complaint record review: sbdm reviewed customer complaint record and there was same issue with previous customer complaint case (B)(4). It is same lot no. (2707261) with pir3001878. Y connector assembly process - sbdm investigate the process flow of y connector, and found the fm (hair) between y-connector body and rubber cap would have occurred in the manual assembly process of y-connector body & rubber cap. Investigation conclusion: root cause: the fm of the complaint sample, hair, most likely occurred in the manual assembly process of y-connector body & rubber cap. Sbdm investigated and concluded that due to insufficient cleanroom protocol cleanliness / dressing standards, production workers in the assembly line might have induced fm (hair) into the products unknowingly. Sbdm have also reviewed receiving inspection report and i.v set manufacturing process about this case but, there was no abnormal issue. Corrective actions: sbdm had quality training on this customer complaint for i.v set assembly line workers and quality inspectors. Sbdm implement tightened product & process monitoring and strengthening quality inspection for y-connector inspection and i.v set process inspection. Sbdm conduct cleaning manufacturing line, inspection table and assembly table 3 time a day, before start work, before lunch and after finish work, according to working place clean procedure. Sbdm enhance cleanroom clothes regulation for all workers (anti-dust inner cap with anti-dust cap) to prevent fm(hair) in the i.v set assembly process. The inner cap could catch hair inside the cap so, hair drop could be prevented.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture:yes.

Event description:
It was reported that the bd dehp free infusion set, had "hair" inside the y port from the sn403 IV set. Found before use. No reports of serious injury or medical intervention noted.